Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder out of phase. Displacement test was not performed due to motor encoder out of phase. The device was received with cracked case at display window corners, reservoir tube lip, belt clip slot, lcd window, and battery tube threads. The device also had minor scratches on display window.

Event description:
It was reported that a motor error alarm was received on the insulin pump. Not further details were provided.